Event description:
A physician reported a hakim valve (828810pl) was implanted via ventriculoperitoneal (vp) shunt. The valve would not reprogram and was stuck at setting 2. Therefore, it was removed and replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.